Event description:
The customer reported the visera elite ii video system center displayed an e333 error and the touch panel became unusable. The event occurred during a diagnostic procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, while the error was confirmed in the log, the malfunction was not reproduced. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.